Event description:
It was reported that a patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for dislocation.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superolateral dislocation of the left hip arthroplasty. A definitive root cause cannot be determined. This complaint was confirmed based on the provided mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.